Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were not reviewed because the lot number was not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that at the end of the surgery a crack in the neck trial was noticed. No parts fell into patient.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: damage. Event summary: a trial adapter has been received. It has been reported that the trial adapter cracked during routine use. The surgeon states that he followed the surgical technique. The surgery was finished with the same trial but the surgeon noticed only at the end of the surgery, that the trial adapter is cracked. Nothing fell into the patient. No surgery delay reported. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the trial adapter shows some normal signs of usage. However, it is deformed and shows some scratches on the outer surface. Review of product documentation: no compatibility check can be performed as only one product has been reported. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance - not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient -> not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it might be possible that the surgeon or the or staff was unfamiliar with the device¿s usage and handling. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it might be possible that the surgeon or the or staff was unfamiliar with the device¿s usage and handling. Instrument breaks or deforms due to off-label / abnormal-use => possible, as the detected damage might have been caused by an extraordinary force occurring due to abnormal use. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination did confirm that the component is deformed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In case of an abnormal and/or incorrect use by the surgeon or the staff in combination with some normal wear and tear it is possible, that the trial adapter experienced extraordinary forces which let to the deformation of the device. Nevertheless, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).